Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. Powered on iabp and heard a loud noise pointing towards a system failure. Recycled the power and unit failed to boot up again, with display stuck on boot up with a spinning circle and a loud noise. Identified "fault code # 124 - pneumatic critical failure" logged several times. Drive pressure unresponsive, with zero atmospheric value, thus unable to calibrate transducers or drive/vacuum regulators. Turned system off. Disassembled pneumatic drive assembly to find backplane cable from j19 and j20 not fully seated on the backplane board. Female molex connectors were pushed backed onto backplane board. Disconnected and reseated the drive transducer to the pneumatic interface board and commenced reading drive pressure as well as atmospheric pressure. To fix the issue, the fse replaced the drive transducer, and reconnected the pneumatic assembly to console. Unable to calibrate drive regulators. No pressure/vacuum. Discovered motor control board was loose and not seated correctly.

Event description:
It was reported that during preventive maintenance (pm) performed by customer's biomed, the cardiosave intra-aortic balloon pump (iabp) had fault code # 124. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person). Fse removed and reinstalled motor control pcb. Confirmed scroll compressor connections to backplane pcb were good able to calibrate 30psi transducers as well the drive regulators. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.